Event description:
The customer reported the system displayed two fast stop errors during a case and had to be shut down and restarted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board and the generator driver board, and reloaded software. The system operates as intended.